Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Device interrogation revealed a significant drop in battery longevity. The drop was due to a diagnostic anomal and premature battery depletion was not suspected. Patient would be monitored.